Event description:
It was reported that a patient underwent a liver transplant procedure on an unknown date and absorbable hemostat was used. When the doctor was using the absorbable hemostat in a liver transplant procedure, post operatively the surgeon identified that the bleeding has not stop, hence, he had to re-open the site to achieve hemostasis. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> pc-001202168h6. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure?2. What was the date of index surgical procedure?3. What were the diagnosis and indication for the index surgical procedure?4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates.5. Was there any intraoperative concurrent use of other products?6. What is the lot number?7. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically?8. Where was the surgicel used (on what tissue)?9. How much surgicel was used during the procedure?10. Was the surgicel product left in place? Was the excess irrigated and removed?11. What were current symptoms following the index surgical procedure? Onset date?12. Has any additional surgical or medical intervention been performed?13. What is physician¿s opinion as to the etiology of or contributing factors to this event?14. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative course?15. What is the patient¿s current status?16. What is the users experience w/ surgicel powder and other hemostatic agents?this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. What were the diagnosis and indication for the index surgical procedure? Liver cirrhosis. 2. Was there any intraoperative concurrent use of other products? No. 3. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Was continuous ooze on broader surface area of a liver resection. 4. Where was the surgicel used (on what tissue)? Used on liver resection. 5. How much surgicel was used during the procedure? Was used adequately not measured. 6. Was the surgicel product left in place? Was the excess irrigated and removed? Irrigated. 7. Has any additional surgical or medical intervention been performed? Re-opened the site application. 8. What is physician¿s opinion as to the etiology of or contributing factors to this event? Clot formation post irrigation. 9. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative course? No. 10. What is the users experience w/ surgicel powder and other hemostatic agents? It was good except this as on date. The following information was requested, but unavailable: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? Not available. 2. What was the date of index surgical procedure? Not available. 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Not available 4. What is the lot number? Not available. 5. What were current symptoms following the index surgical procedure? Onset date? Not available. 6. What is the patient¿s current status? N/a. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.